Manufacturer narrative:
There was no known patient involvement. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova became aware of event through literature review regarding possible device thrombosis occurred in 1 patient necessitating cannula replacement 2 days after insertion. There is no evidence of patient injury.